Event description:
During an unknown procedure, when the device was inserted into the site, the anchor broke before the last turn. The tip of the anchor remained inside the patient's body. The patient's bone quality was normal. The site was prepped with 5.0 mm twinfix ab threaded dilator. The back-up device was not used for the patient, because the surgeon thought the fixation was enough without any additional anchors. The anchor broke at the proximal end and the tip remained in the patient¿s body. There were no reported patient injuries or complications.

Manufacturer narrative:
One sample was returned for evaluation. A partial portion of the device anchor was returned. The device was evaluated via magnification and was identified to be missing approximately 2/3rd of the anchor. The anchor was observed to be broken after the first thread, and the distal eyelet remained. The suture eyelet wall was observed to be broken. The damage to the eyelet anchor wall appeared to be consistent with damage from the suture pulling through the anchor material. However at the site of the break it is identified that the anchor is deformed in a manner consistent with a torsional force. Due to the returned condition of the device a dimensional or functional evaluation could not be performed. Per IFU ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor.¿ the root cause of the reported failure is undetermined. No further action is required. (B)(4).